Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that a vns patient has an infection at the generator site. Full explant surgery occurred. Review of the manufacturing records for the lead and generator confirmed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.

Event description:
Follow-up to the company representative provided the patient was picking at the wound site which is what caused it to re-open.